Event description:
Info received indicates the cib circuit board has no power because none of the leds are illuminated. When the tech opened the cib assembly, he found fluid on the cib circuit board.

Manufacturer narrative:
The tech replaced the cib circuit board to repair the bed.